Event description:
Customer reportedly received the following results on aviva ii meter, within 10 minutes: 521 mg/dl, 375 mg/dl, 154 mg/dl and 138 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.